Manufacturer narrative:
H10: seventeen (17) actual samples were received for evaluation. Visual inspection was performed using the naked in a lighted inspection for three (3) seconds against a white background and three (3) seconds against a black background and no particles were observed in all samples. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date, middle of june. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that (4) 250ml non-dehp fluid path intravia containers had precipitate inside the bags. This was identified after filling with sodium chloride or dextrose. There was no patient involvement. No additional information is available.